Event description:
A registered nurse reported to (B)(6) medical care via email that a set of tego caps is experiencing issues with the arterial lumen's ability to aspirate. They are unable to aspirate the lumen at the initiation of treatment to remove heparin and deny the presence of blood in the lumen at that time. They are required to change the tego connector prior to each treatment, after which they are able to aspirate the lumen and maintain arterial blood flow. Upon analyzing the replaced tego, the patient reports that clotted blood is observed inside the connector each time. They deny any issues with the integrity of the silicone seal. The rn is unable to identify any other process-related issues on the patient¿s end. The patient has expressed frustration with the need to replace the arterial tego prior to each treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).